Event description:
Patient received several inappropriate shocks. Decrease on the r-wave amplitude and lead impedances were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.